Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) so the balloon would not remain inflated. A replacement unit was used from an accessory kit but that short port btt black inflation valve also popped out. Another accessory kit was opened to complete the procedure. The hospital did not report any patient complications. This report is for the second device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).